Event description:
Had my first of seven tmj surgeries in 1992 and my last in 2002 when my bilateral total joint replacements were removed due to the metal rotting my facial bones black. I live a life of daily disabling pain. I have traveled to be seen by several specialists doctors at major universities and have left them all puzzled. I have tried everything known to fight this daily pain. I currently have no implants, just muscles holding my joints together since 2002. Additionally, I have developed a blood clot disorder.